Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip-up fenestrated grasper tip dislodged from shaft. The procedure was completed with no reported injury.

Manufacturer narrative:
The tip-up fenestrated grasper has been returned and evaluated by the failure analysis team. The instrument was found to have a broken main tube approximately 2.0405 inches from the distal tip. The instrument displays detached fragments. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.